Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they slipped and fell and after that they started feeling a "burning wire sensation" close to their device site which they could reproduce by lifting their left arm. The device remains in use. No patient complications have been reported as a result of this event.